Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an error message and failed the breath delivery power on self-test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the hot film element (wire) was broken. An investigation was performed and the product analysis technician reported that the root cause was isolated to the broken wire due to customer mishandling. If information is provided in the future, a supplemental report will be issued.